Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the hose was ruptured and there was a hole in the outer hose. It was further determined that the device had an air leak. It was further determined that the device failed pretest for hose verification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) by the biomed that before an unknown procedure, it was discovered that the sheath of the motor device exploded. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.